Manufacturer narrative:
Eval is in progress, but not yet concluded.

Event description:
It was reported that during set up of the device for a cardiopulmonary bypass procedure, the user was getting a false air alarm, the air bubble detector (abd) was alarming constantly. The device was not changed out, as the customer turned off the detector and they were not using it. No other details regarding the nature of this event were reported.